Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the sonicbeat tissue pad was worn. There was no internal shedding. The issue occurred during the therapeutic laparoscopic cholecystectomy procedure, which was completed using a similar device. The device was inspected before use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the sonicbeat tissue pad was worn. Upon further evaluation, there was no peeling or falling off of the tissue pad; therefore, this was determined to be a non-reportable malfunction. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.